Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that insulin pump was received with cracked display window, cracked display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported a crack on the insulin pump that was growing larger. The blood glucose reading was 54 mg/dl. Nothing further was reported.